Event description:
It was reported that a patient underwent primary breast augmentation with two 400cc mentor memorygel breast implants. Post-operatively, the patient suffered breast implant rupture on an unspecified breast side. As a result, the patient underwent breast implant removal surgery on (B)(6) 2025. Since it was not specified which breast implant ruptured, both the left and right implant information will be provided.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 5760668 number, and no non-conformances were identified. Manufacturing date: jul/16/2007. Expiration date: jul/14/2012. A manufacturing record evaluation was performed for the finished device 5766658 number, and no non-conformances were identified. Manufacturing date: aug/20/2007. Expiration date: aug/18/2012. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2025, the mentor failure analysis lab received two devices for evaluation. It was discovered that the right breast implant, 400cc mentor memorygel breast implant catalog: 3504001bc lot: 5760668 sn: (B)(6), was the side that ruptured. On june 17, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the sm mpp gel 400cc breast implant was ruptured and received in two parts. In addition, shell abrasion was observed at the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now.